Event description:
Update: 19 aug 2022. Please note feedback for questions as follows: yes, there are images of the boston scientific stent available. The boston scientific stent was bare metal. It was deployed beside the zib, take note that the zib was not deployed ( opened ). The position of the zib was in one of the right hepatic duct. Images attached. The zilver biliary stent was introduced over an amplatz guide wire. It was deployed and released from the delivery device without difficulty. Only the end parts ( proximal and distal) were visible, since the stent did not open up to it's full diameter. The stent was not visible even after a few minute's wait. Patient outcome: a section of the device did remain inside the patient¿s body. The zilver biliary stent was deployed and released from the delivery system. There was no way to retrieve the zilver stent from the bile duct. The patient did require an additional procedures due to this occurrence. Another bare metal stent from boston scientific was inserted through the same access site of the liver. This bare metal stent opened up and was visible in the entire length. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Device remained in patient and required intervention to remove. Additional event description provided in ae report: a percutaneous zilver biliary stent [stent size was 8mm x 6cm] of choice was selected by the interventional radiologist. (Interventional radiology product, not endoscopy). It was opened under aseptic technique and prepared according to instructions of use, no indication of damage or anomalies on device before use. Dr inserted the zilver biliary stent as per IFU, the stent deployment system was inserted through the skin of the patient over an 0.035¿ guide wire. During procedure, the bile duct in which the stent was inserted appeared thin. Upon deployment the stent was transferred into the biliary duct but did not open as intended per IFU. Dr waited for several minutes to allow for the stent to open as per IFU, however the device still didn¿t open as per IFU. The dr then extracted the deployment device from the patient, leaving the unopened stent in the patient which was also not fully visible on fluoroscopy [body of the stent made from nitinol was not visible, while the gold markers ( at both ends of the stent ) were visible indicating that the device was in the patient]. The dr then progressed with the intended procedure by using a second stent from a different supplier and completed the procedure successfully with the stent opening correctly and subsequently being visible on fluoroscopy. Patient was in a stable position after procedure and continues to recover. Notes: per IFU the device once implanted, can¿t be extracted without risk to patient as per warning section below, additional dr did not want to risk using balloon dilatation to assist with opening the stent. Be considered to remove the undeployed stent, but he said that it would be better if the stent remained inside the patient instead of injuring the patient¿s tissue in removing it. Removal of unopened device was not considered as an option, as the patient would have experienced injury of the tissue surrounding the device and may have potentially bled into the liver parenchyma. Devices that remained inside the patient¿s body was the stent which did not open and the stent that did open, [only the end markings of it were visible on the (fluoroscopy) for the unopened stent and the full stent body visible on the fully opened stent]. It can not be excluded that the stent is made of nitinol and expands as a result of heat/ body temperature. Due to the patient¿s advanced disease state, the biliary duct in question was severely compressed by the surrounding tumor and could contribute to the limited the stent expansion, as the bile ducts can be compressed by surrounding tumor growth. Image review received 23-aug-22: near complete constraint of the zib6 is confirmed. The stent was deployed alongside and through the wall of a pre-existing tumor occluded bare metal stent. Transgression of the pre-existing stent wall more than once was likely. Absent post-stent angioplasty, the zib6 would have had to crush the intraductal klatskin tumor, displace the stent elements it was outside of, and rupture the stent elements it transgressed to successfully expand. Additional info received 19-aug-22: are there images available showing the insertion of the boston scientific stent? Yes, there are images of the boston scientific stent available. Regarding the boston scientific stent: was this bare metal stent deployed inside zib or beside zib? The boston scientific stent was bare metal. It was deployed beside the zib, take note that the zib was not deployed ( opened ). What was the position of the zib? The position of the zib was in one of the right hepatic duct. Patient/event info - notes: are images of the device or procedure available? Yes. Was this a primary procedure or a recurrent procedure? Recurrent. If this was a recurrent procedure, what procedure had been performed previously? Ercp. If other, please specify. Ercp with stenting of the cbd with metal and plastic stents. Was a stent previously placed during previous procedures? Yes. If there was a stent already in place, was the complaint stent placed in the stent that was already in situ? No. Was the device used percutaneously ? Yes. Where on the patient was the percutaneous access site? Right upper quadrant of the abdomen. Details of access sheath used (name, fr size, length)? Cook neff set, 6 french outer diameter, 20cm length. What was the target location for the stent? Right hepatic duct. Was the device flushed through both flushing ports before the procedure, as per IFU? Yes, only the side armed flushing port was flushed. Details of the wire guide used (name, diameter, hydrophyllic)? Amplatz super stigg, (B)(6)scientific did the patient exhibit difficult anatomy? Yes, almost no diameter of the duct shown with contrast injection to the bile duct. Was resistance encountered when advancing the wire guide to the target location? No. Was resistance encountered when advancing the delivery system to the target location? No. How did the physician deal with the resistance encountered? N/a. Was the delivery system tracked around a tight angle in the patient anatomy? No. Was the delivery system damaged/kinked/twisted before or during the procedure? No. If yes, please specify: damaged, kinked, twisted. Please specify when this occurred: ______n/a_____________. What was the target location for the complaint device? Right hepatic duct. Was pre-dilation performed ahead of placement of the stent? No. Did the tip of the delivery system cross the target location? Yes. Was the handle pulled towards the hub during deployment? Yes. Was the delivery system pushed during deployment? No. Could the stent be fully deployed at the target location? No. Was the stent deployed smoothly / without resistance? Yes. If no, please detail any difficulty experienced during deployment: __________________. Was the lesion completely covered by the stent? Yes. Was there any device left through the stent post placement? Do not understand the question. If yes, please specify: was the stent fully deployed from the delivery system prior to removal? Yes, but it did not expand as expected none of the stent "struts" were visible. Was post-dilation performed after the placement of the stent? No. If the stent is placed across the papilla, what is the length of the portion of the stent in the duodenum? N/a. Did the patient have any pre-existing conditions? Yes. If yes, please specify: __________klatskin tumor________________. Did the patient require any additional procedures as a result of this event? Yes. What intervention (if any) was required? A bare metal stent from another company was inserted into the same bile duct. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure, were any other defects (other than the complaint issue) observed on the delivery system (e.g. Kinks) prior to return? No. If yes, please specify what additional defect(s) were observed and where on the device this was observed:

Manufacturer narrative:
PMA/510(k) # k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) #(B)(4). Device evaluation the zib6-40-8-6.0 device of lot number c1877060 involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation ¿ n/a document review prior to distribution zib6-40-8-6.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zib6-40-8-6 of lot number c1877060 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1877060. It should be noted that the instructions for use (ifu0040-6) states the following: ¿this device is not intended to be deployed through the wall of a previously placed or existing metal stent¿. There is evidence to suggest the user did not follow the IFU as per image review below. Image review images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer. Impression 1. Near complete constraint of the zib6 is confirmed. 2. The stent was deployed alongside and through the wall of a pre-existing tumor occluded bare metal stent. Transgression of the pre-existing stent wall more than once was likely. Absent post-stent angioplasty, the zib6 would have had to crush the intraductal klatskin tumor, displace the stent elements it was outside of, and rupture the stent elements it transgressed to successfully expand. Root cause review a definitive root cause was attributed to user error. The physician deployed the stent alongside and through the wall of a pre existing tumour occluded bare metal stent even though the IFU states that the device is not intended to be deployed through the wall of a previously placed or existing stent. Summary complaint is confirmed as the failure was verified in the images. Near complete constraint of the zib6 was observed in the images. Without post-stent angioplasty, the zib6 would have had to crush the intraductal klatskin tumor, displace the stent elements it was outside of, and rupture the stent elements it transgressed to successfully expand. A section of the device did remain inside the patient¿s body. The zilver biliary stent was deployed and released from the delivery system and there was no way to retrieve the zilver stent from the bile duct. The patient did require an additional procedure due to this occurrence as another bare metal stent from boston scientific was inserted through the same access site of the liver. This bare metal stent opened up and was visible in the entire length. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation on (B)(6) 2022.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 16-sep-2022.

Manufacturer narrative:
PMA/510(k)#: k182980. Device evaluation: the zib6-40-8-6.0 device of lot number: c1877060 involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution zib6-40-8-6.0 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zib6-40-8-6 of lot number: c1877060 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c1877060. It should be noted that the instructions for use (ifu0040-6) states the following: ¿this device is not intended to be deployed through the wall of a previously placed or existing metal stent¿. There is evidence to suggest the user did not follow the IFU as per image review below. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer. Impression: 1. Near complete constraint of the zib6 is confirmed. 2. The stent was deployed alongside and through the wall of a pre-existing tumor occluded bare metal stent. Transgression of the pre-existing stent wall more than once was likely. Absent post-stent angioplasty, the zib6 would have had to crush the intraductal klatskin tumor, displace the stent elements it was outside of, and rupture the stent elements it transgressed to successfully expand. Root cause review: a definitive root cause was attributed to user error. The physician deployed the stent alongside and through the wall of a pre existing tumour occluded bare metal stent even though the IFU states that the device is not intended to be deployed through the wall of a previously placed or existing stent. Summary: complaint is confirmed as the failure was verified in the images. Near complete constraint of the zib6 was observed in the images. Without post-stent angioplasty, the zib6 would have had to crush the intraductal klatskin tumor, displace the stent elements it was outside of, and rupture the stent elements it transgressed to successfully expand. A section of the device did remain inside the patient¿s body. The zilver biliary stent was deployed and released from the delivery system and there was no way to retrieve the zilver stent from the bile duct. The patient did require an additional procedure due to this occurrence as another bare metal stent from boston scientific was inserted through the same access site of the liver. This bare metal stent opened up and was visible in the entire length. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.